Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient noticed that the infusion set's tubing became loose (came apart), close to the site location while sitting and he was just to keep the infusion set in his pocket. The site location was right abdomen the first time it happened, and yesterday was on his left abdomen and the pump was on the same side, that the infusion set was inserted. The infusion was inserted in the morning and it came loose after lunch. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. Currently, the patient's blood glucose level was 113 mg/dl. No further information available.